Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 510 mg/dl. The customer received insulin flow block alert. Customer was reporting a past event and alarm did not occur during fill tubing. Customer reported that event was resolved by changing complete set. The retainer ring was missed. It was unknown if the customer was using auto mode or not at the time of incident. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.